Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced night sweats, soreness under arms and breast bone that was constantly sore. Mammograms came back normal. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the right breast prosthesis.